Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.

Event description:
The customer reported that the unit measures pr for a few seconds then it stops. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. The unit passed visual and functionality testing. The device was able to obtain readings using the masimo dci-dc3 sensor. The device was able to provide an error message when alarm parameters were breached. Internal inspection revealed no circuitry damage or loose cables. Device was fully functional, however secondary findings noted a faulty lcd assembly. White lines were observed across a portion of the display and could partially obstruct visibility of measurements. A known functioning lcd screen was temporarily installed and no display anomalies were observed. The failure was isolated to the lcd assembly. A service history record reveals this unit has been in the field for over four (4) years with no previous reported issues related to this reported event. (B)(4).